Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 300cc mentor memorygel breast implants experienced bilateral rupture post procedure. The left implant was discovered to be ruptured through mammography. Magnetic resonance imaging was performed and demonstrated that both implants were ruptured. As a result, an explant is planned for (B)(6) 2021. See 1645337-2021-06237 for contralateral prosthesis report.